Event description:
Note: this report pertains to one of three devices that were used on the same patient but on different procedures. Manufacturer report # 3005099803-2014-00538 captures the first nasobiliary tube w/ jagwire while #3005099803-2014-00844 captures the second nasobiliary tube w/ jagwire, report # 3005099803-2014-00801 captures the flexima biliary stent. It was reported to boston scientific corporation that the first nasobiliary tube w/ jagwire was used in the patient¿s bile duct on january 8, 2014 (subject of report # 3005099803-2014-00538). According to the complainant, the patient had mild jaundice as a result of a severe stricture in the middle bile duct due to bile duct cancer. The anatomy was severely tortuous, and the lesion was not dilated prior to the procedure. An intrahepatic cholangiography was not available and the physician elected not to perform a ptcd. During the procedure the jagwire and a non-bsc cannula were used to cross the lesion. But upon advancing the guidewire from the lower stricture of the bile duct to the right, the distal coating of the guidewire was peeled off and detached inside the patient. The detached coating fragments were two pieces; one was approximately 2mm while the other one was 10mm in length. The metal corewire of the jagwire was exposed. The nasobiliary tube was implanted successfully and the procedure was completed using this device. No attempts were made to retrieve the detached fragments. The nasobiliary tube was only scheduled to be implanted for a week, the patient had another procedure already planned for (B)(6) 2014 to remove the nasobiliary tube and replace it with a new one. During this planned procedure, if the detached fragments have not passed, the physician would attempt to remove them. During the procedure performed on (B)(6) 2014, one of the remained coatings (10mm) that remained inside the patient was successfully removed. However, another coating fragment (2mm) could not be removed as it had started to pass and moved into the intrahepatic region. Reportedly, no attempts were made to retrieve the 2mm fragment that remained inside the patient. The first nasobiliary tube was removed and a flexima stent (subject of manufacturers report # 3005099803-2014-00801) was implanted. On (B)(6) 2014, another procedure was performed. During this procedure the flexima biliary stent (report # 3005099803-2014-00801) that was implanted on (B)(6) 2014, was found to be dislodged. Therefore, the flexima stent was removed and a second nasobiliary tube w/ jagwire (subject of report #3005099803-2014-00844) was implanted. During the procedure while the nasobiliary catheter was being pushed over the guidewire, the distal coating of the jagwire peeled and detached into the bile duct. The metal corewire was exposed. No attempts were made to retrieve the detached fragment, as the physician decided to leave the detached fragments to pass naturally. According to the physician, since the patient has bile duct cancer the life expectancy was not long. The procedure was completed with this device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4) guidewire tip detachment, exposing the metal core wire tip. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
A visual examination of the guidewire revealed that the pebax section was peeled, partially exposing the corewire. The outer diameter of the guidewire was found to be within specification. The returned unit was consistent with the complaint that part of the hydrophilic coating peeled off the guidewire; however, the tip of the corewire was not exposed. The available information fails to indicate a definite or probable root cause for this event. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
Note: this report pertains to one of three devices that were used on the same patient but on different procedures. Manufacturer report # 3005099803-2014-00538 captures the first nasobiliary tube w/ jagwire while #3005099803-2014-00844 captures the second nasobiliary tube w/ jagwire, report # 3005099803-2014-00801 captures the flexima biliary stent. It was reported to boston scientific corporation that the first nasobiliary tube w/ jagwire was used in the patient's bile duct on (B)(6) 2014 (subject of report # 3005099803-2014-00538). According to the complainant, the patient had mild jaundice as a result of a severe stricture in the middle bile duct due to bile duct cancer. The anatomy was severely tortuous, and the lesion was not dilated prior to the procedure. An intrahepatic cholangiography was not available and the physician elected not to perform a ptcd. During the procedure the jagwire and a non-bsc cannula were used to cross the lesion. But upon advancing the guidewire from the lower stricture of the bile duct to the right, the distal coating of the guidewire was peeled off and detached inside the patient. The detached coating fragments were two pieces; one was approximately 2mm while the other one was 10mm in length. The metal corewire of the jagwire was exposed. The nasobiliary tube was implanted successfully and the procedure was completed using this device. No attempts were made to retrieve the detached fragments. The nasobiliary tube was only scheduled to be implanted for a week, the patient had another procedure already planned for (B)(6) 2014 to remove the nasobiliary tube and replace it with a new one. During this planned procedure, if the detached fragments have not passed, the physician would attempt to remove them. During the procedure performed on (B)(6) 2014, one of the remained coatings (10mm) that remained inside the patient was successfully removed. However, another coating fragment (2mm) could not be removed as it had started to pass and moved into the intrahepatic region. Reportedly, no attempts were made to retrieve the 2mm fragment that remained inside the patient. The first nasobiliary tube was removed and a flexima stent (subject of manufacturers report # 3005099803-2014-00801) was implanted. On (B)(6) 2014, another procedure was performed. During this procedure the flexima biliary stent (report # 3005099803-2014-00801) that was implanted on (B)(6) 2014, was found to be dislodged. Therefore, the flexima stent was removed and a second nasobiliary tube w/ jagwire (subject of report #3005099803-2014-00844) was implanted. During the procedure while the nasobiliary catheter was being pushed over the guidewire, the distal coating of the jagwire peeled and detached into the bile duct. The metal corewire was exposed. No attempts were made to retrieve the detached fragment, as the physician decided to leave the detached fragments to pass naturally. According to the physician, since the patient has bile duct cancer the life expectancy was not long. The procedure was completed with this device. There were no patient complications reported as a result of this event.